Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device successfully delivered two shocks to the patient. When attempting to deliver a third shock the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used during the event was not returned as part of this investigation. No trend is associated with reports of this type.